Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that after 24 hours of use, a leak was found between the hub and the catheter. As a result, the catheter was replaced. There was no reported delay, death or complications to the patient.